Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. It was noted that the annulus was very calcified. However, as no procedural images were provided, the root cause of the dislodgement event cannot be confirmed. It was noted that the annulus was very calcified, but a pre-implant balloon aortic valvuloplasty (bav) had not been performed prior to the first valve because the patient had aortic insufficiency. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. H6-updated eval result and eval conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was deployed while removing the delivery catheter system (dcs), the nosecone caught the inflow portion of the valve and the valve dislodged into the ascending aorta. The valve was snared. A balloon aortic valvuloplasty (bav) was performed with a 22mm balloon. A second valve was implanted with no issues. It was noted that the annulus was very calcified but a pre-implant bav had not been performed prior to the 1st valve because the patient had aortic insufficiency. No additional adverse patient effects were reported.